Event description:
According to the customer, a pt had an estriol result of 0 nmol/l. The sample (sample a) was repeated and the result was confirmed as 0 nmol/l. Afp and hcg results obtained from the same sample (sample a) were within the expected ranges. A second sample (sample b) was received from the same pt in 2003. The sample was tested for estriol and the result was 0 nmol/l. The afp and hcg results obtained from the same sample (sample b) were within the expected ranges. The estriol value obtained from the access instrument did not correspond with other lab test for the predetermined gestational age. The pt's serum from sample b was sent to an outside lab that uses a different estriol assay. The sample was tested for estriol and the result was 4.42 nmol/l. The result obtained is within the expected range for the pt's gestational age. The customer indicated that the pt underwent an amniocentesis procedure during their consultation. Info on why and when the amniocentesis procedure was performed was not provided.